Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, the patient was hospitalized with a history of chronic ischemic heart disease and a non-st elevation myocardial infarction (nstemi). A 4.0x23mm xience skypoint drug eluting stent (des) was implanted. On (B)(6) 2022, the patient was re-hospitalized with chest pain. No treatment was provided, and the patient was discharged on (B)(6) 2022. There was no adverse patient sequela. No additional information was provided.